Event description:
The operator of an immulite 2000 instrument reported that estradiol results obtained on one patient sample undergoing in vitro fertilization did not match the physician(s) expected result. The initial estradiol result was reported to the physician(s), who questioned it. The sample was repeated twice on the same instrument, and the results matched the initial which was reported. It is unknown what the correct estradiol result was. The physician(s) maintained the patient's treatment. There are no reports of patient intervention or adverse health consequences due to the estradiol results.

Manufacturer narrative:
The initial MDR 2247117-2015-00039 was filed on june 26, 2015. Additional information (06/01/2015): a siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse verified the power supply voltage, and adjusted sample and reagent level sense, shaker, dual resolution diluters, and dilution and wash well spin. Quality controls were run, resulting within range. The cse decontaminated the transducer and adjusted the sample dilution well and bottom tube. The cse cleaned and adjusted the bead dispenser, replaced the pack lid open sensor, and adjusted the sample probe. Quality controls were run, resulting within range. The cause of the low estradiol results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
The cause of the low estradiol results is unknown. Siemens is investigating this issue.